Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the 3t heater cooler system. The event occured in (B)(4), unites states. A livanova field service representative was dispatched to the facility to investigate the device and found the error pump 1 is using too much power (e17) and therefore replaced patient pump 1 to resolve the issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report regarding a heater cooler 3t system, showing the error pump 2 is not working (e16), in patient circuit 1. The issue occurred during procedure. There is no report of patient injury.